Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "intracapsular and palpable extracapsular rupture". This record is for right side. Device has been explanted.

Event description:
Healthcare professional reported right side "intracapsular and palpable extracapsular rupture". This record is for right side. Device has been explanted.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ rupture: observed an opening and broken assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "intracapsular and palpable extracapsular rupture". This record is for right side. Device has been explanted.

Event description:
Healthcare professional reported right side "intracapsular and palpable extracapsular rupture". This record is for right side. Device has been explanted.